Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested and rec'd. (B)(4).

Event description:
Adverse event(s): "no astigmatic correction following iol implant surgery" (postoperative refraction, unexpected). Product problem(s): "felt had a factory fault." (Defective item [iol (intraocular lens) implant]). An ophthalmologist reported no astigmatic correction was achieved following intraocular lens (iol) implant surgery. The pt was reported to have an ocular history significant for macular pucker and retinal tear (pre-existing). The ophthalmologist reported he felt the iol had a factory fault. In a follow up, the surgeon reported the event continues.